Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.2 was difficult to open. A field service engineer (fse) logged into the station and accessed cfn admin. The fse then logged into the hta application and unlocked and opened drawers 2.1 and 2.2. It was observed that the slide rails on both drawers were slightly sticking and then repeatedly opened and closed the drawers to help loosen the rails as much as possible. The fse was able to get the rails to loosen up, resulting in both drawers moving much more smoothly when unlocked and opened. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es the drawer ware difficult to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.